Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician replaced the flow valve to address the reported issue and returned the defective component to carefusion for failure analysis. Failure analysis: carefusion was able to verify the customer's reported issue during testing and evaluation. The flow valve failed for high out of specification tidal volume measurements. The flow valve also failed the service ltv flow valve assembly test procedure for higher flows on the leak test and higher flows during the fully open flow test. Visual inspection did not reveal any anomalies; but after readjusting and replacing the valve seat assembly, the flow valve was working normally and within specification. Carefusion scrapped the flow valve after failure analysis.

Event description:
It was reported to carefusion that the ventilator is delivering higher tidal volumes than expected. The ventilator was not on a patient at the time of the event.